Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with defibrillation electrodes. The customer states they feel that there is lack of adherence with this product. They reported an incident where they defibrillated a pt 6 times unsuccessfully using this product, then used the manual paddles and were successful. The customer further reports that possibly more defibrillation shocks were given because of poor contact with the hands-free pads. Per the physicians dictation post procedure, the pt did, however, have ventricular fibrillation in the cardiac catheterization lab after reperfusion and was successfully defibrillated. He did well post pct without any neurological deficits, any residual chest discomfort, shortness of breath, or presyncopal symptoms. There was no type of error displayed.